Manufacturer narrative:
Exemption number e2015055. The reported event was not confirmed for 2 devices; the devices were found to not be within specifications for the reported event; however, it was found that the event was caused by another device in use. This device is not repairable and was not returned to the user facility. This device is not labeled for single-use. There were no remedial actions taken. This device is labeled for single-use; these occurred during the initial use of the device and were not reprocessed.

Event description:
This report summarizes 2 malfunction events in which the device wobbles. There was patient involvement; no patient impact.